Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. The patient began duodopa therapy in 2014. A nurse reported that the patient has problems with granulation tissue at the stoma site. The patient was treated with silver nitrate and lapis therapy for 14 days, but the granulation did not go away. The patient was then treated with betnovate, but that did not help either. The nurse reported that when the patient experiences (granulation) fluid, it becomes infected and has been treated with unspecified antibiotics and had repeated treatments due to the tissue was hard and red. The nurse believed that friction causes the granulation tissue.